Event description:
It was claimed by customer that the mattress was not filling in the center and the patient's pressure sore worsened. The patient sustained a serious injury (left hip buttocks injury) the device was swapped out. During the evaluation was found that the airbox malfunctioned. The compressor leakage was identified.